Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the resets was isolated to a defective u104 pxa processor on the c/a board. The root cause for the defective pxa processor could not be positively identified. No adverse event resulted from the defective monitor.